Manufacturer narrative:
H.6 investigation summary bd had not received samples, but 3 videos were provided for investigation. The videos were reviewed and the indicated failure mode for oil gel globules was observed. Additionally, 100 retention samples from bd inventory were visually inspected with no issues identified. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for oil gel globules based on the videos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes customer found the separation glue has drifted oil. This event occurred 9 times. The following information was provided by the initial reporter. The customer stated: defect: the machine alarms, and it is found that the separation glue has drifted oil quantity: 9. Effects: no effect on patients and users.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes customer found the separation glue has drifted oil. This event occurred 9 times. The following information was provided by the initial reporter. The customer stated: defect: the machine alarms, and it is found that the separation glue has drifted oil quantity: 9. Effects: no effect on patients and users.